Manufacturer narrative:
The investigation has determined that reproducible, higher than expected, vitros tropi es results were obtained from multiple samples from a single patient when tested using vitros tropi es reagent lot 5580 on a vitros 5600 integrated system. The assignable cause of the event is an interferent in the patient samples. All vitros tropi es results from the samples obtained from the patient were >ami/url. Per the vitros tropi es instructions for use, "if the ctni result is inconsistent with the clinical picture and is persistently elevated, the sample should be tested for the presence of heterophilic antibodies." On (B)(6) 2024, the customer treated patient sample 7 using heterophile blocking tubes (hbt) and obtained a result of 0.076, which was approximately half the value of the results initially obtained and was <ami but >url. The decrease in the result indicates the presence of an interferent. The patient had additional tests performed, including an electrocardiogram and cardiac enzyme spectrum, all of which were negative and in agreement with a vitros hstni result of 1.5 ng/l (pg/ml) (below url). Per a consult with an ortho medical safety officer (mso) on (B)(6) 2024, the additional testing posed no additional risk to the patient and no patient injury is anticipated based on the additional testing. The customer made no suggestion of any issues with the qc fluids processed at the customer site and no issues regarding accuracy or precision of the vitros assay were indicated. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 5580 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Although within run diagnostic precision testing was not performed, there was no indication that the vitros 5600 system malfunctioned. The customer is not following the device manufacturers protocol for sample handling, therefore pre-analytical sample processing could not be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es, lot 5580.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report reproducible, higher than expected vitros tropi es results were obtained from multiple samples from a single patient when tested using vitros tropi es reagent lot 5580 on a vitros 5600 integrated system. Patient sample 1 results of 1.328 ng/ml (all > ami and >url) versus the expected result of negative (< ami and <url) patient sample 2 results of 1.185 ng/ml (all > ami and >url) versus the expected result of negative (< ami and <url) patient sample 3 results of 1.038 ng/ml (all > ami and >url) versus the expected result of negative (< ami and <url) patient sample 4 results of 0.973 ng/ml (all > ami and >url) versus the expected result of negative (< ami and <url) patient sample 5 results of 1.071 ng/ml (all > ami and >url) versus the expected result of negative (< ami and <url) patient sample 6 results of 1.096 ng/ml (all > ami and >url) versus the expected result of negative (< ami and <url) patient sample 7 results of 1.262 ng/ml (all > ami and >url) versus the expected result of negative (< ami and <url) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. All of the reproducible, higher than expected, vitros tropi es results were reported from the laboratory. Additional vitros tests were performed based on the results. There was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).